Manufacturer narrative:
(B)(4). Instradent USA, inc. Is submitting the report on behalf of (B)(4).

Event description:
(B)(4). The dentist reported that after the dental implant was installed in the patient's mouth it was verified its non osseointegration. A 40 ncm of primary stability was achieved and immediate load was not performed. Patient had bone type I. The implant was carried out immediately.